Event description:
Dealer alleges that the seat upholstery is separating from itself on a (B)(4) wheelchair and the u shaped clips on the back of seating is not lining up with the chair correctly making it very difficult to open.